Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. A spectranetics 14f glidelight laser sheath was used to begin the procedure. During use, the physician felt heating in his left palm. Upon observation, a fracture of the glidelight''s working length was noted, near the base at the bifurcate handle. Laser light was visualized going directly into the physician''s left palm during lasing; however, no injury was sustained. Use of the glidelight was discontinued, and the case was completed with a spectranetics tightrail sub-c rotating dilator sheath and an additional glidelight device, with no reported patient harm. Per the physician, a lot of mechanical twisting forces were applied to the glidelight during the lead extraction procedure.this event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device serial number unk. H3): the device was not returned, thus no investigation could be completed. H6): the IFU states to keep coaxial alignment of the laser sheath and the bevel on the inside curvature of the svc. However, the physician used a lot of mechanical twisting forces of the glidelight during the lead extraction procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): device serial number now populated. D9): the device was returned to the manufacturer 26sep2023. G3): the device evaluation and investigation were completed 28sep2023. H3): the glidelight catheter was returned, along with its outer sheath. Outer sheath: visual inspection found a bend in the outer sheath, beginning 6 inches from its proximal end, extending to the middle of the shaft. Glidelight device: visual inspection found a breach to the outer jacket 5 mm distal to the bifurcate handle, with the outer jacket melted and kinked in the area of the breach. Additionally, exposed and broken fibers were noted in the area of the breach. H6): based on the complaint details and the device evaluation, this has been determined to be a use-related failure. Historically, the manufacturer has seen this failure when excessive forces are applied to the device. The device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.